Event description:
The device is always hot to the touch on the skin. It moves and causes severe pain and swelling in my legs. I can barely walk sometimes. The device stopped working. FDA safety report ID # (B)(4).